Event description:
Customer reports that his insulin pump failed the self test. Customer's most current blood glucose was 187 mg/dl. Insulin was pump was tested by having customer clear the alarms and checking time, date and history. Then customer was asking to perform the rewind process and determine that pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.